Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic. The atrial lead exhibited noise. The device was reprogrammed and the patient remained in good condition.